Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son had a high blood glucose of 525 mg/dl due to the tape not sticking with his infusion set. The customer treated with insulin pump boluses and his current blood glucose is between 300 mg/dl and 400 mg/dl. Troubleshooting for the high blood glucose was declined. No products were returned or replaced.